Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was cracked and it was popping up. The top where the vial goes was cracked. The customer noticed it about 4 weeks ago, that the rim on one side was popped up and the reservoir did not go down tight. If the customer rubbed her fingers over the rim compartment she could scratch herself. The insulin pump also had cracks on the side of the battery compartment. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had a partially broken off reservoir tube lip. Tested the pump with a test p-cap and it locked in place. The pump had broken battery tube threads, minor scratches on the lcd window, a cracked case at the display window corners, a cracked reservoir tube window and a cracked reservoir tube.